Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, the customer reported having intermittent stapler issues on arm 1. The technical service engineer (tse) reviewed the logs and found 3108 for arm 1. Tse recommended to reseat the sterile adapter on arm 1. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned for failure analysis, and the reported 31088 error was confirmed but not replicated. In logs, the 31088 error was found indicating fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the axes controller, carriage rfid (accr) was inspected, and no faults could be identified. As a result of these findings, failure analysis concluded that the accr was consistent with the reported event. The complaint was confirmed based on the field evaluation which indicates that the device may have contributed to the customer reported issue. The probable root cause was attributed to issues with the accr of the usm.